Event description:
It was reported that stent damage occurred. Pre-dilatation was performed with a 2.50mmx3.00mm non-boston scientific (bsc) balloon catheter resulting in a less than 25% residual stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the target lesion has 75% stenosis before pre-dilatation and was located in the mildly tortuous and mild to moderately calcified right coronary artery.

Event description:
It was reported that stent damage occurred. Pre-dilatation was performed with a 2.50mmx3.00mm non-boston scientific (bsc) balloon catheter resulting in a less than 25% residual stenosis. A 3.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.